Manufacturer narrative:
The patient is a 59-year-old postmenopausal woman at the time of diagnosis. Past medical history: hormone replacement therapy 13 years; myomectomy; diverticulitis; hypothyroidism; depression; meds: testosterone, progesterone, biotin, fish oil, bupropion; allergies: codeine, demerol. Family history: breast cancer grandmother age 68 - metastatic; paternal cousin- dcis; mother with melanoma age 72. The patient is a 59-year-old postmenopausal woman at the time of diagnosis. She has a history of bilateral breast reduction ten years prior to diagnosis, and an area of architectural distortion at 12 o¿clock noted on mammogram and noted on MRI 1 year prior to diagnosis in (B)(6) 2018. This asymmetry persisted on her 2019 mammogram and was biopsy positive for ductal carcinoma in situ, high grade, ER+ (date unknown). On (B)(6) 2019 the patient underwent a right breast lumpectomy with biozorb placement (2x2 cm low profile), secured in 4 positions with 3-0 prolene. Breast tissue flaps were developed and secured over the top of the biozorb, secured with 3-0 vicryl. There are no post-operative notes available. Staging- stage 0 tisn0m0, grade 3, clear margins, ER+. The patient underwent whole breast and boost radiation therapy from (B)(6) 2019 without complaints or side effects noted. She was started on tamoxifen following completion of radiation therapy and on (B)(6) 2019 she was seen by medical oncology with no complaints. On (B)(6) 2020 (8 months post biozorb implant) the patient's follow-up ultrasound identified a 3 x1.8 x 1.7 cm ovoid shaped hypoechoic focus at 12 o'clock compatible with postoperative changes including a possible seroma or fat necrosis and read as benign. Follow up 6 months later, on (B)(6) 2020 reported a decrease in overall size of postsurgical changes- benign. Follow up ultrasound 6 months later, on (B)(6) 2020 reported postoperative changes at the same site with decreased blood flow suggestive of scarring and fat necrosis- benign. On (B)(6) 2020 (18 months post implant) the patient complained of swelling and redness on the right breast at the biozorb site and on MRI, there is reported " mixed enhancement extending both anteriorly to the chest wall as well as slightly posteriorly....". "These findings are suspicious for recurrent neoplastic disease...". On clinical exam on (B)(6) 2021 the patient had a 2x3 cm firm, tender mass and was referred for consideration of removal. On (B)(6) 2021, 2 years post biozorb implant, the patient underwent right breast surgical explant/ lumpectomy, and tissue rearrangement. The procedure required extensive dissection due to the size and nature of the inflammatory response. "The inferior aspect of the mass was then circumferentially isolated....". "The inferior aspect of the mass was opened at one point which released a thick white fluid along with several pieces of particulate matter and some retained suture. The mass was removed and at this point, the remaining device as well as metal inserts could be seen ". It was not possible to close the defect without leaving a full-thickness defect that would require fat grafting to fill, as was planned, according to the operative report. The pathology report was read as: "organizing fat necrosis and scar with no evidence of malignancy". Foreign body giant cells, and ¿birefringent foreign material¿ are additionally noted. At 1 week post explant on (B)(6) 2021 the patient had redness and had 30cc of fluid aspirated from the site. She was started on antibiotics due to the associated risk of infection. Cultures from extracted fluid were negative. The enlargement at the site persisted and the patient was treated with a second round of antibiotics. On (B)(6) 2021 80cc of fluid was aspirated from the right breast (2nd aspiration) and was culture negative. On (B)(6) 2021 the patient had chronic swelling, skin changes, and tenderness and a third aspiration of 20cc. The aspirate was positive for "finegoldia magma"- an anaerobic bacterium that can cause chronic infection and abscesses in soft tissue, bone and joint and known to be challenging to treat. The patient was treated for the third time with oral antibiotics. On (B)(6) 2021 she was seen for persistent drainage from a fistula at the lumpectomy site. 8cc of fluid was aspirated and was culture negative. The patient saw an infectious disease specialist on (B)(6) 2021 and was started on IV antibiotics. (Daptomycin and ertapenem) for "chronic abscess". The patient was without complaints despite a persistent complex seroma that was not considered drainable and was observed on repeat mammogram. The patient was seen on (B)(6) 2022 with complaint of persistent intermittent drainage from the right breast fistula site. On ultrasound the previous chronic seroma had resolved except for a 1.8 cm fluid collection in the dermal layer causing a 1 cm bullae above the incision and mild erythema. The patient was advised to be patient with this slow healing wound; however, once healed she would be a candidate for reconstructive surgery due to the defect. On (B)(6) 2022 the patient was seen for follow up and reported discontinuation of her evista due to a hospitalization for a dvt and pulmonary embolus related to a previously undetected medical syndrome unrelated to her cancer (may-turner syndrome). On (B)(6) 2022 the patient had a normal mammogram and right breast scarring on exam. The patient was no longer interested in reconstructive surgery. At the patient¿s follow-up mammogram on or around (B)(6) 2023 the patient had enlarged right axillary nodes. On (B)(6) 2023 the patient had a right axilla biopsy that was negative for metastatic disease. Her mammogram on (B)(6) 2023 was negative.

Manufacturer narrative:
Device identifier: (B)(4). Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient received a biozorb in (B)(6) 2019, patient reported that patient suffered from intense and unrelenting pain, itching and tenderness at the site of implantation. Patient additionally suffered from necrosis, excessive scar tissue, tissue damage, inflammation, infections, disfigurement, and a hard lump around the site. Patient had the marker removed on an unknown date. No other information available.

Manufacturer narrative:
An investigation was completed: it was reported to hologic that a patient received a biozorb in (B)(6) 2019, patient reported that patient suffered from intense and unrelenting pain, itching and tenderness at the site of implantation. Patient additionally suffered from necrosis, excessive scar tissue, tissue damage, inflammation, infections, disfigurement, and a hard lump around the site. Patient had the marker removed on an unknown date. No other information available. No initial evaluation could be performed because there was no returned sample for this complaint. The sample was not returned for this complaint and there was limited patient-related information provided for this event; therefore, a thorough investigation was not able to be performed. Investigation into several of the harms reported in this complaint was performed from a clinical literature review, as well as an investigation into the design and risk of the biozorb product. The harms identified during this complaint are: major pain (pain/discomfort/device palpability/sleep disfunction/failure to resorb), scar tissue (scar tissue and/or delayed wound healing), moderate infection, major additional intervention (additional surgery/device explantation/calcifications), hypersensitivity/allergic reaction (redness/erythema and/or itching sensation), major tissue damage (necrosis), physical asymmetry (deformity). A review of clinical literature performed on lumpectomies and their associated complications was performed. A summary of this review concluded that, while lumpectomy is a well-established option for breast cancer treatment, it inherently carries risks of complications, most notably infections, seroma formation, chronic pain, and wound healing issues. The literature demonstrates variation in complication rates based on surgical technique, additional therapies (such as intraoperative radiation therapy (iort) or radiation), and individual patient factors, with infection rates ranging from 2% to 10% and seroma rates from 11% to 65%. Chronic pain, particularly neuropathic pain, affects nearly one-third of patients. (Kwee et al. (2024)), migration can be influenced by several patient related factors which can influence the likelihood of migration after lumpectomy, such as breast density, biopsy location, and biopsy approach. Per a study by ashali jain et al. (2017), marker migration is a relatively common occurrence following stereotactic biopsies, happening in 13% of cases. Swelling is one of the expected events that could occur after surgery and/or radiation therapy regardless of the use of a biozorb device. Due to this, confirmation of the swelling during this event as a normal course of surgery vs being caused by the biozorb is not able to be done. Device explantation is based on the patient¿s physician¿s evaluation of their physical and health state and recommendation; therefore, an investigation into this intervention is not able to be performed for this complaint. Though complications are relatively common, most are manageable with appropriate postoperative care, making lumpectomy a viable option for many breast cancer patients when carefully monitored and followed up. An investigation was performed by subject matter experts (sme¿s) into several of the harms identified as being experienced by the patient related to design, risk management, and clinical factors. The results of these investigations and potential causes can be seen below; however, it is important to note that these results do not include medical input from a qualified medical professional: pain: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. The crystalline proportion in the device is unknown. Crystallinity may be causing irritation and foreign body reaction considering the long period of absorption of the device. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs, and therefore there are opportunities in design outputs and v&v activities. Migration: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. The crystalline proportion in the device is unknown. High crystallinity may be causing migration/erosion considering the long period of absorption of the device. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs. Based on the clinical literature review, the harms reported to be experienced by the patient in the complaint are common symptoms from surgery and lumpectomies; therefore, a confirmation of the biozorb causing the harms was not able to be done. However, based on the review of the top harms in regards to the biozorb design and risk documentation, the adverse events reported can be tracked back to a potential shared cause: lack of adequate user needs for the product. User needs define the framework for product development and lay the ground for the definition of design inputs, design outputs and later verification and validation activities. Other potential causes are related to inadequate test methods and/or the lack of evidence to support some specific product requirements. Conclusion: when comparing the safety outcomes of the biozorb marker with general lumpectomy complications, it becomes evident that some of the complications associated with biozorb may stem from the lumpectomy procedure itself. Both procedures share overlapping risks, although the biozorb device introduces additional considerations. However, it has been confirmed that the lack of defined user needs and inadequate test methods and testing evidence are potential root causes for the harms reported in this complaint. This cause will be further investigated and addressed in a CAPA. The risks associated with this complaint event are further described and evaluated against the product and its hazard analysis in the health risk assessment biozorb complaint analysis . Updates to the biozorb hazard analysis risk file will be monitored. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a DHR review could not be performed because no lot information was provided.